Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient underwent stage 1 treatment for an abdominal aortic aneurysm in the tambe clinical trial. A conformable gore® tag® thoracic endoprosthesis (ctag) was implanted. On (B)(6) 2021 this patient underwent stage 2 treatment with the tambe investigational device. On (B)(6) 2021 a type b aortic dissection was observed. On (B)(6) 2021 the dissection was treated by means of a left carotid subclavian bypass and implantation of a conformable gore® tag® thoracic endoprosthesis proximal to the originally placed ctag. The patient tolerated the procedure.